Manufacturer narrative:
Per the distributor representative, the physician "suspected that [the failure] was caused by the skin was not thoroughly dried prior to device application." Manufacturer has made multiple attempts to obtain information regarding the complaint; however, no response has been received to date. Based upon the lack of information, the failure mode has yet to be determined and further investigation is pending. Device not returned to manufacturer.

Event description:
On (B)(6) 2017, two (2) zipline zip 24 surgical skin closure devices were placed to facilitate closure of two (2) incisions from a bilateral total knee arthroplasty procedure performed in (B)(6). On post-operative day (pod) 3, emergency surgery was required to remove the zip devices and close the incisions with sutures, because, per the local distributor rep, "both of the zip24 failed and breakdown (sic) due to bleeding from the wound."

Manufacturer narrative:
Per the initial communication from the distributor representative, the physician 'suspected that [the failure] was caused by the skin was not thoroughly dried prior to device application." Manufacturer has made multiple attempts to obtain detailed information regarding the complaint. The only follow-up response from the distributor, received on 06/13/2017, did not provide further details from the physician regarding the failure and indicated that there were no patient photographs available for review. However, the distributor did state that the reason for emergency revision suture (instead of just removing the zip closure device, cleaning and drying the incision, and re-closing using a new zip device) was because the patient 'was upset due to the failure of the skin closure, because she had the perception that this will cause the scar to be ugly. Therefore, dr. Yong promised the patient to perform emergency subcuticular suturing to ensure that the scar will not look ugly after recovery." Per the initial communication from the distributor, the most likely cause of the failure was application of the zip device to skin that was not thoroughly dried per directions provided in the product IFU.